Manufacturer narrative:
Correction: a partial lead was returned for analysis. External insulation abrasion was found at 10-11.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was found at 8.4-9.5cm, 11.3-12.8cm, 16.3-18cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasions under the rv shock coil were found at 4.5-5.8cm and 4.4-5.9cm from the distal tip. The etfe coating was abraded. This is consistent with the reported field event of oversensing.

Event description:
It was reported that low impedance and oversensing were observed. An insulation anomaly was suspected. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned for analysis. External insulation abrasion was found at 10-11.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was found at 8.4-9.5cm, 11.3-12.8cm, 16.3-18cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasions under the rv shock coil were found at 4.4-5.8cm and 4.4-5.9cm from the distal tip. The etfe coating was abraded. This is consistent with reported field event of oversensing.